Event description:
It was reported that the patient experienced a discrepancy in the cgm values displayed on his tandem insulin pump. It was reported by the patient¿s healthcare provider (hcp) that the patient was hospitalized for diabetic ketoacidosis (dka) on approximately (B)(6) 2025. It was reported that there was a ¿rise in blood glucose on the tandem report overnight as well as the decom report, at the time the patient reports seeing low blood glucose on the pump itself¿ (possible frozen cgm value on the patient¿s insulin pump). Since the patient was seeing low cgm values on his insulin pump, the patient self-treated with juice and glucose tablets. At an unspecified time later, the patient began vomiting. Around 5:45pm, the patient checked his bg meter reading, which showed a high value (no specific value was reported). Therefore, the patient stopped drinking juice and started drinking water. However, the patient continued to vomit, and the patient¿s wife stated he was ¿out of it¿. The patient then slept through the evening and went to the emergency room the following morning. Although it was reported that the patient went to the emergency room, the length of stay at the ER is unknown. Attempts to reach the patient and hcp for further event details were unsuccessful. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.